Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. MDR# 3004209178-2019-04624. Addresses event associated with the other ins (s/n: (B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with neurostimulators. It was reported that per the patient the stimulator was not helping. They spoke with the health care provider (hcp) and the patient elected to have both of their implanted stimulator batteries explanted. There were no known environmental factors. Per the health care provider (hcp), the patient did not want to be reprogrammed to address the event. The stimulators were discarded by the consumer. The leads were reported to have been left in the patient's body and it was intended to replace the stimulators at some point. No further complications were reported.